Event description:
It was reported that during preparation of a water vapor therapy procedure, a foreign matter was observed in the syringe. There was no patient contact. The procedure was completed utilizing another device without patient complications.

Manufacturer narrative:
Upon receipt of this syringe at our quality assurance laboratory, it was thoroughly analyzed. Visual analysis identified a white, thin fiber on the inside. Boston scientific's investigation determined the foreign material found in the syringe barrel was fluorosilicone lubricant and polycarbonate. The syringe barrel is made of polycarbonate, and fluorosilicone lubricant is used in the syringe assembly process. Based on analysis results, the reported event is confirmed. It is most likely that a piece of flash was dislodged from the syringe barrel during assembly, resulting in the presence of a white, thin fiber (the foreign matter observed). Therefore, an investigation conclusion code of manufacturing deficiency was assigned. A 42 months similar complaint review from (january 2019 - june 2022) was performed for the rezum delivery device. There have been no other similar complaints reported associated with the rezum delivery device during this timeframe. The reported event is considered an isolated incident and no corrective or preventive actions are warranted.

Event description:
It was reported that during preparation of a water vapor therapy procedure, a foreign matter was observed in the syringe. There was no patient contact. The procedure was completed utilizing another device without patient complications.